Event description:
Boston scientific received information that during routine replacement of this pacemaker, the header was observed to be separated from the device case. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.